Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the clinical diagnosis was increased pain and the device diagnosis was high impedance. The diagnostic methods included device interrogation, which revealed high impedances and patient-reported increased pain as of (B)(6) 2024. When checking with the programmer, they saw that impedances were increased for contacts 4 through 7, so they decided to do a revision on (B)(6) 2024. A revision procedure was performed on (B)(6) 2024, during which the lead was explanted/replaced. The device data was uploaded, and the lead was disposed of according to biohazard instructions. The event was resolved without sequelae as of (B)(6) 2024. The etiology was noted to be a causal relationship of the event to the device/therapy and not related to the implant procedure. The patient's age at consent was listed as 54. Additional information was received. It was reported that the clinical diagnosis was updated to increased pain in the back. Additional information was received from a manufacturer representative (rep). It was reported that the old lead (unknown model and serial number which was existing in procedure implant) was explanted and a new lead was replaced on (B)(6) 2024. The etiology was ¿device-lead¿ and the specific lead information was left blank as it was unknown. The cause of the high impedances was the etiology of "device-lead".

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown, implanted: explanted: (B)(6) 2024. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: h6 codes belong to the lead. G2. Foreign: belgium. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.